Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This issue occurred during set up; the tubing coming from the homechoice door was leaking. The patient was not connected. The patient stated they had not used anything sharp to open the supplies. The renal therapy service agent (rtsa) had the care giver (cg) turn off and unplug the homechoice. The cg stated the inside of the door was dry and there was no noticeable abnormalities or defects with the cassette or solution bags. The rtsa advised the cg to have the patient start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted a hole in the heater line tubing at the tack weld. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak was noted through the hole in the heater line tubing at the tack weld during leak testing. The reported problem was verified. The heater line tubing was separated from the tack weld causing the hole in the tubing. The cause of the tubing being separated at the tack weld was undetermined. Should additional relevant information become available, a supplemental report will be submitted.